Event description:
As reported by the edwards field clinical specialist, the 23 mm sapien valve was prepped and advanced without complication. The valve was positioned 60:40 aortic, deployed with slow inflation to 50%, then the valve moved more aortic upon fast deployment. Post deployment there was 1+ paravalvular leak (pvl) and 2+ central aortic insufficiency (cai). A post dilation with an additional 1.5 cc was performed. Same result. The decision was made to deploy another sapien valve. The second sapien valve was deployed 50:50 over the native annulus, or 5 mm ventricular compared to the first sapien valve, resulting in 2+ pvl and 2+ cai. It was reported that the cai of the 2nd sapien valve may have been due to the 2st sapien valve's leaflets slightly overhanging the second sapien valve. A third sapien valve was subsequently positioned in-between the first and second sapien valves. The final result was trace pvl and no cai. The patient left the operating room in good condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Additional investigation revealed the following: there was no septal hypertrophy or mitral annular calcification (mac). The native aortic valve was moderately calcified. The patient had a preserved ejection fraction. The image intensifier angel and the coaxial alignment of the valve and delivery system were described as good. The sapien valve was positioned 60:40 aortic based on site preference. Post deployment, the valve was positioned 80:20 aortic. The delivery balloon was inflated slowly to about 50 percent, at which point the remaining inflation was performed quickly. The valve moved more aortic upon fast inflation. Inflation was held for three of more seconds. During valve deployment, ventilation was held and there was no loss of pacing capture. The device is not available for evaluation as it remains implanted in the patient. The imaging from the procedure could not be obtained for evaluation. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In the absence of imaging from the case, the root cause of the valve malpositioning and regurgitation cannot be determined. However, there are several factors that may have contributed to the event, including the patient's preserved ejection fraction and, per report, the fast inflation of the delivery balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.